Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole or inserting the implant at an angle not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported that while pushing on the handle of the implant to plunge the tendon into the socket, the tip slipped and the implant skived off and plunged into the soft tissue. When the surgeon pulled back on the implant handle the implant and distal peek tip stayed in the soft tissue. Procedure was a proximal biceps tenodesis with the incision on the proximal right arm. The surgeon spent roughly 15 minutes using c-arm to locate the missing screw. Because it was a bio-composite he could not see it clearly on x-ray so he decided to give up looking for it. The implant is still lodged in the soft tissue. Another one was used to complete the case. Patient is doing fine to date.